Event description:
The guide sheath was used during a left radial artery access procedure. During removal of the guide sheath, the patient had a significant arterial spasm. A vessel cut down and other remedies were required to remove the sheath. The procedure delay and outcome was unknown at the time of report.